Manufacturer narrative:
The device was returned to the MFR for eval. A review of the device history records did not indicate any non-conformances during manufacturing. Investigation noted that a stray strand of wire was protruding from one of the wire bundles. The strand was quite stiff and could not be easily forced to a position of not protruding. The strand was also hard/sharp enough to cause a piercing injury to the skin if contacted. The cause of the wire strand fracture could not be determined.

Event description:
It was reported that one of the thin wires was sticking out the package. The reported event was noted prior to use and alternate product was stated to have been available for use.